Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained of low flow alarm and reported feeling fine except some mild lightheadedness but reported having gastrointestinal (gi)upset with emesis for prior three days that resolved the day prior admission. The patient was advised to hydrate, hold dose of diuretic and hydralazine and call back in a few hours. The patient called back within an hour reporting the pump reading flow of 8-8.3 l along with reported darker than usual urine. The patient was advised to go to the emergency department (ed) for evaluation with concerns for pump thrombosis and dehydration. The patient was taken by ambulance to the local emergency department. Upon admission, the patient was alert and participating in care. Patient became acutely unresponsive while in ed with ventricular assist device (vad) alarm of "no flow." The controller was changed per ed notes with same alarm on new controller. Advanced cardiovascular life support (acls) and cardiopulmonary resuscitation (CPR) was initiated. Patient was intubated. Present on admission (poa) and patient's family requested to stop efforts. The patient was pronounced deceased on (B)(6) 2022. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (suspected thrombus, patient condition, and patient outcome) could not conclusively be determined. The reported low flow alarms could not be conclusively determined as no log file data from the time of the reported event was submitted by the account for evaluation. The patient notified the ventricular assist device (vad) team of low flow alarms and reported feeling fine, except for some mild lightheadedness. The patient also stated that they had an upset gastrointestinal tract with emesis for three straight days, but this had resolved a day prior to the patient calling the vad team. The vad team advised the patient to hydrate, hold their diuretic (hydralazine), and call back in a few hours. The patient called back within an hour reporting to report a vad flow of 8.0-8.3 liters per minute (lpm) and darker than usual urine. The patient was taken via emergency medical services to their local emergency department due to concerns of pump thrombosis and dehydration. Upon admission, the patient had an international normalized ratio of 3.17 and was alert/participating in their care. However, within an hour the patient became acutely unresponsive and cyanotic in the emergency department with the pump alarming "no flow" and ¿0 rotations per minute¿. The system controller was changed with same alarm messages appearing on the new system controller. Advanced cardiovascular life support (acls) and cardiopulmonary resuscitation (CPR) were initiated, and the patient was intubated. The patient's family ultimately requested to stop lifesaving efforts, and the patient ultimately expired on (B)(6) 2022 due to acute pump thrombosis. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation as it was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information reported that anticoagulation status that may have contributed to the event was the patient¿s international normalized ratio (inr) from an outside hospital at (B)(4). Changes to pump parameters from occupational safety and health (osh) records indicated the machine kept on saying system failure with low battery. The battery was replaced however the same message from the machine observed. Prior to the patient death, the patient participated in care on upon arrival to the emergency department (ed) while in ed within less than 1 hour of arrival, the patient acutely became unresponsive and cyanotic with controller reading ¿no flow¿ and 0 rpms. It is unknown if bleeding was confirmed as no further test was performed.